Event description:
Reportedly, the customer experienced an elevated blood glucose (bg) level of >500 mg/dl. During troubleshooting with tandem technical support (tts) it was discovered that the customer had not resumed insulin during the load fill process. Tts helped the customer get insulin therapy resumed. A correction injection and bolus were delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.